Manufacturer narrative:
(B)(4). (B)(6). This is one of two products involved with this event in which associated manufacturer report numbers is 9616099-2015-00513. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the (B)(6) study, it was reported that on an unknown date, x-ray photography revealed stent fractures of the implanted smart stent and smart control stents at the non-overlapping area. On (B)(6) 2015, treatment for the stent fractures was not performed because the patient did not have any symptom. There was no dus data. The physician commented that he found some fractures on the stents. At the time of the stent implantation ((B)(6) 2013), the smart stent and smart control were placed from the proximal to distal portion of the right superficial femoral artery without any issue. The lesion was mildly calcified and not tortuous. The rate of stenosis was 100%. This is a case from (B)(6) for sfa and the (B)(4).

Manufacturer narrative:
Complaint conclusion: a report was received that two 6 x 100mm smart control iliac stents were noted to be fractured more than two year after implantation. The patient was asymptomatic at the time and the event did not require treatment. The event involved a (B)(6) year old male patient who had undergone successful implantation of two overlapping smart control iliac stents in his proximal to distal right superficial femoral artery (sfa). This target lesion was described as 100% stenosed, mildly calcified, non-tortuous and located in an actively moving segment of the artery. Approximately twenty-seven months after the implantation, an x-ray revealed that the two stents were noted to be fractured in the non-overlapping portion. The fractures stents were reported to not be completely separated. The patient was asymptomatic at the time and treatment of the fractured stents was not required. Attempts to obtain procedural films of the index procedure have been unsuccessful. The products remain implanted in the patient and are thus not available for return to the manufacturer. A review of the manufacturing records (including records from the stent supplier) for these lots of products revealed that they met specification prior to release. Without the return of the devices for analysis or films, the reported event could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) warn that the safety and effectiveness of the smart control iliac stents has not been demonstrated in patients with lesions that are either totally or densely calcified. It further instructs that fractures of the stent may occur and includes information that it may also occur with the use of multiple overlapping stents. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Nitinol fatigue leading to stent fractures is a well-known and documented intermediate and long term issues in the distal sfa. Deployment of stents in these types of lesions present multiple forces at work including flexion, torsion, longitudinal expansion and contraction. Based on the information provided for review, there are vessel characteristics (100% stenosis and placement in an actively moving segment) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated that the stents were implanted in an actively moving segment of the artery. The fractured stents were not completely separated. The patient¿s current status is unknown. There is no procedural cd available for review. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.